Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etuf2814c102e, serial/lot #: (B)(4), ubd: 10-jul-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that during follow up, over two years later, a CT identified aneurysm enlargement (from 50mm to 60mm) without an endoleak. It was reported that the physician performed open repair on the patient and explanted the stent grafts. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Explant evaluation summary; from the examination of the returned devices and clinical information provided, the exact cause of the aaa expansion could not be determined. The patient¿s anatomy is unknown and films were not available for review. Therefore, assessment of the stent graft in-vivo configuration during the implant duration, including the amount of aui/limb extension overlap, could not be performed. Although it is possible that the three (3) fabric holes observed in the iliac limb may have been the source of a type iii fabric endoleak which contributed to the aaa expansion, no endoleak was reported via films and no blood was found in the aaa sac during the explant. It is also possible that these holes may have been covered by tissue/thrombus or by the overlapping aui. It is possible that endotension and/or infection, as indicated by the reported appearance of white puss in the sac and a probable hygroma, may have led to the aaa expansion. If information is provided in the future, a supplemental report will be issued.